Event description:
Additional information indicates that the infection has resolved. The patient was on IV antibiotics in the hospital for 3 days and oral antibiotics at home. No other information known at this time.

Manufacturer narrative:
Correction: section b5 - it was reported that the infection has resolved. Patient was given IV antibiotics in the hospital for 3 days and oral antibiotics at home. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, and the entire system was explanted, however, no explanted products were returned for analysis. The patient was on oral/ IV antibiotics and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported the patient presented with an infection, in the form of drainage, at the ipg site. The patient was given antibiotics to address the infection. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the entire scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.